Manufacturer narrative:
The device was not returned to mmdg. Evaluation has not been possible. Because the initial reporter did not provide the device's serial number, a review of the device's history record has also not been possible.

Event description:
The initial reporter stated that a curlin 4000 pump "did not infuse all of the drug." The initial reporter also noted that the patient's mother further explained that "the pump did not infuse all of the drug pooled in the bag. She thought about 15ml was left in the bag, but the pump was showing that it had infused the full 250ml dose." No injury to a patient was reported. The initial reporter also did not provide the pump's serial number (B)(4).